Event description:
It was reported that sixty four days post stent placement in the right external iliac artery, the patient was diagnosed with instent restenosis. It was further reported that a six days hospitalization and pta treatment were required and the re-intervention performed was successful. The event was assessed as being related to the device. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Manufacturing review: the device history record review could not be performed since the lot number of the device was not provided. Investigation summary: the sample was not returned for evaluation and image was not provided for review. In this case, a in-stent restenosis was identified. Based on the information available a potential relation to the device or a potential device deficiency could not be verified. The device was used off-label; however, there is no evidence that may relate the off-label use with the reported event. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the potential complications, which may occur during or after the implantation of the stent graft, the instructions for use includes: restenosis, thrombosis, among others. The reported use of the device for treatment of an aneurysm represents an off label use. Based on the labeling supplied with this product the instructions for use states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established."